Event description:
It was reported that during a ptca/stenting treatment procedure, the maverick2 monorail balloon ruptured at 6 atms on the initial inflation and a dissection occurred. The lesion being treated was a calcified, 90% stenotic lesion in the right coronary artery. The maverick2 monorail balloon was being used to predilate the lesion for placemen of a penta stent. It is noted that resistance was met with insertion and removal of the maverick2 monorail balloon. The dissection was treated and the procedure was successfully completed with placement of the penta stent. Pt status is reported as 'good'.